Event description:
One hundrend forty eight days after implantation of a taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedure,the target lesion was located in the proximal posterior descending artery (pda) at the bifurcation of the FDA and the right coronary artery. A pre-intervention percentage stenosis was not reported. A taxus stent of unreported dimensions was deployed in the lesion. A post-intervention percentage stenosis was not reported. No information was received regarding the vessel tortuosity or calcification or pt medications used pre-procedure or post-procedure. The pt was prescribed plavix post-procedure. No information was reported on pt complications. The pt presented 148 days after the initial procedure with an in-stent thrombosis in the proximal FDA. No information was reported concerning the re-intervention methods. The physician feels the thrombosis is due to interruption of plavix. The pt condition post re-intervention was reported as "good".